Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon called an intuitive surgical, inc. Isi technical support engineer (tse) and reported a c-34 error. The surgeon informed stated that he was facing an issue with the monopolar curved scissors mcs on the universal surgical manipulator 4 usm. The isi tse reviewed the system event logs and could see error c-34. In addition, the surgeon stated that before calling the isi tse, the site tried replacing the cautery cable and the mcs without any success. The isi tse asked the surgeon to reboot the energy device. However, there was no change. The isi tse asked the site if they could use an external energy device to resume the surgery and the site said that they did not have an energy device compatible with da vinci. The procedure was converted to laparoscopy surgery, with no patient injury and a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was converted to laparoscopic surgery. The customer was performing an ultra-low anterior rectal resection at the time of the event. No port size incision was increased. The patient tolerated the conversion.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. Isi field service engineer fse has been dispatched to investigate the reported event. The isi fse replaced the integrated electrosurgical unit iesu to correct the reported c-34 error. An RMA was issued to evaluate the intuitive surgical, inc. Isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. Isi has received the iesu part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to laparoscopic surgery due to the c-34 error on the integrated electrosurgical unit iesu. The site did not have a compatible replacement. The field service engineer fse was able to reproduce the problem and replaced the iesu to correct the problem found. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was analyzed and found to have a c-34 error. The iesu was place on an in-house system and was run in normal mode. The probable root cause is attributed to a component failure. The complaint regarding iesu c-34 error was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.